Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise in a high ventricular rate (hvr) episode. The patient was brought into the clinic for further evaluation on (B)(6) 2019. The noise was reproducible with left-arm movement to the right. The noise was only observed on the rv lead. Testing was completed by observing egms on merlin programmer. No further episodes of noise were observed on a egms recall. Programming changes were made. No noise, oversensing, or rate changes were observed with various arm movements, isometrics, and arm maneuvers. The patient was asymptomatic.